Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain, cloudy pd effluent, edema, vomiting and fever. The patient was hospitalized on the same day as event onset, and was treated with vancomycin injection (1 gm, intraperitoneal, every 96 hours, discontinued) and meropenem injection (1 gm, intraperitoneal, once daily, discontinued) for peritonitis. Ten days after event onset, the patient was discharged from the hospital and was recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.